Event description:
It was reported that the peak inspiratory pressure (pip) was lower than it should be. The pip displayed 19, but it should have been around 30 based on the prior readings. There were no audible alarms when the reported problem occurred. The patient said, he could not breath on the ventilator, so the nurse bagged the patient and called 911. The patient went to the hospital and was discharged when he was placed on another ventilator. No patient harm reported.